Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced, and the unit was returned to service.

Event description:
The hospital reported the caster wheel broke off the base of the unit. The unit did not tip or fall and there was no patient involvement.